Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open until the witness and nurse were changed during the medication issuance process. A technical support specialist noted the issue was related to pi 55845, causing problems when trying to exit certain patients. After selecting a patient and hitting exit, the user was brought back to the home screen instead of fully exiting. Attempting another transaction after this "false" exit kept the app on the profile screen without progressing. Fully exiting and re-logging into the cabinet resolved the issue, but if a "false" exit occurred, the user needed to fully log out. The system functioned as intended after the product support engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer did not open until the witness and nurse were changed during the medication issuance process. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.